Event description:
Unit was returned for prevention maintenance. A note received with the unit on 7/20/1999 stated "on initial start-up, unit goes into 'analyzing' mode even if not attached to a pt." The customer was called for additional info. Ric jones said this happened during testing. The unit will not charge and deliver. The analyze ends in monitor mode.